Event description:
The customer reported the system displayed a generator error. This would cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and ordered a replacement kv-ma circuit board.